Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 17941988/17941988/17941988.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained despite good faith efforts.